Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown".

Event description:
Healthcare professional reported "the implant was associated with capsular contracture baker grade unknown", "patient noticed change in breast shape, started to feel discomfort". This record is for the left side. Device was explanted and replaced and it will be returned.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis were deformation and encapsulation. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown with change in breast shape and discomfort. The device has been explanted and replaced and it will be returned.